Event description:
The customer reported that the unit failed to power up and did not recognize the batteries. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The unit was evaluated at the philips repair bench and the failure was verified. Replacement of the power pca resolved the failure. The unit passed all testing and was shipped back to the customer site.